Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 230 mg/dl. The customer changed all supplies and resumed insulin delivery. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.